Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. De vries n, webers c, touwslager w, bauer n, brabander j, berendschot t, nuijts r (2011). Dissatisfaction after implantation of multifocal intraocular lenses. J cataract refract surg 2011; 37:859-865. (B)(4).

Event description:
In a literature review, it was reported that following intraocular lens (iol) implant surgery, four patients (six eyes) reported difficulty reading under mesopic conditions. No significant differences in mean pupil size were observed between patients with this complaint and those without, although there was a trend toward eyes with complaints that had larger pupils. Because the dissatisfaction of patients with larger pupils may be multifactorial, treatment in these cases consisted of a combination of reading spectacles, yag capsulotomy, photorefractive keratotomy (prk), and treatment with medications. Additional information has been requested. There are four medical device reports associated with this event. This report is the third of four reports.